Event description:
The lyric 3 hearing aid is implanted in the ear canal and is supposed to last 2-3 months before the battery dies. The patient then has their audiologist replace the hearing aid with a new one. The lyric 3 is sold as a 12 month subscription for (B)(6). I began my lyric subscription for tow lyrics on (B)(6) 2015. As of (B)(6) 2016 approximately 14 lyric hearing aids implanted in my ear canals have malfunctioned in the first week after implantation. Two of these failures occurred as I was driving home from the audiologist. Every failure requires a visit to my audiologist for replacement. I cannot get out of my 12 month contract and lyric will not refund my money.